Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon stated that they continually received a "match grips" message in the surgeon side console (ssc). Customer eventually moved to the additional ssc and no longer received the message. Customer completed procedure and was not able to specify what ssc had the issue, but the isi representative stated it was the ssc in the corner of the room. Technical support engineer (tse) unable to troubleshoot issue further. Field service engineer (fse) to follow up. The procedure was converted to another ssc with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) that was replaced was received and failure analysis testing was completed. The mtm was installed onto a golden system, and the reported event was replicated. The mtm was then installed onto a functional test platform to confirm the grip calibration issue, and conclude that the grip levers were the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.